Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm and an altitude alarm occurred while the customer was outside. Reportedly, the customer was sweating and the pump was against the skin. There was no reported impact to customer's blood glucose. The supplies were changed to address the event and insulin delivery was resumed.